Event description:
Consumer had an allergic reaction while using overnight menstrual pads. The consumer visited the hospital ER twice for treatment of rash and hives of the inner thighs, legs, and abdomen and other parts of her body.

Manufacturer narrative:
Samples were not returned for inspection.